Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 (mg/dl) with ketones. The customer stated the cause of the elevated bg level was compromised insulin. An intramuscular insulin injection and exercise were used to address bg level. Reportedly, the customer's healthcare provider identified the ketone level as life threatening. Customer reported possible unknown injuries however, this had not been confirmed. Although requested, additional information regarding the possible injury was not provided.